Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that a sureform 60 stapler instrument was unable to be removed from the cannula, as it was broken. Intuitive surgical, inc. (Isi) technical service engineer (tse) explained the staff would need to remove the arm with the cannula and instrument still installed, so they could remove the instrument and cannula at the same time. The reporter disconnected from the line to complete the task. Artemis reflected the instrument was removed. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.